Manufacturer narrative:
The device has reached its maximum extension and now requires revision. We are awaiting the outcome of the revision surgery to ensure that there are no other factors involved in this case. A review of the device manufacturing history records confirms that no non-conforming product was released. The results will be provided in the supplemental report.

Event description:
(B)(4). It has been reported that the patient's distal femur jts has reached maximum extension. The patient requires a new implant.

Manufacturer narrative:
The device was implanted 3 years ago when the patient was 6 years old and still skeletally immature. X-ray review confirmed that the device has reached its maximum extension and no indication of device or manufacturing related issues has been identified. A revision related to a non-invasive growing device reaching maximum extension is expected in patients who are continuing to grow. There is no indication of device failure; the device functioned as intended and is being replaced, as anticipated, so as to allow for the patient's continued growth. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore will continue to monitor for trends.

Event description:
It has been reported that the patient's distal femur jts has reached maximum extension. The patient requires a new implant. This is a supplemental report to 3004105610-2016-00075 ((B)(4)).